Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the navigation ring (nav- ring) had an issue. It is unknown if there was patient involvement.